Event description:
It was reported that far field p-wave oversensing issue was observed on the atrial channel. Patient was pacing around 10% in the atrium. Programming changes were made. Patient was stable.